Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was occluded the following information was received by the initial reporter with the following: in ward 109, the connector is clogged during use, so a green claim is required, a complaint reply letter is required, and a complaint acceptance letter is not required.

Manufacturer narrative:
Addition of annex a code: a140901. Investigation results: one mz1000 china sample was received in opened package from lot 23075364 for investigation. No connecting product was returned as part of the investigation. The customer reported that the maxzero was occluded. The returned sample was subjected to functional testing by attempting to prime using a 50ml bd plastipak syringe, which confirmed the customer's experience; the maxzero was observed to be completely occluded. The details of this feedback were forwarded to the manufacturing site and supplier of the piston for investigation. They performed an extensive failure investigation in order to identify a potential source for the reported occlusion; CT imaging scans were taken of the maxzero whilst it was connected to different types of male luer component, and it was noted that with certain luer tip designs, the piston of the maxzero would fold in such a way that it would completely occlude the male luer. However analysis of the dimensions of the piston did not identify any manufacturing defects which may have contributed to the customer's experience, and a definitive root cause could not be determined. A review of the production records for lot 23039125 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the manufacturing site will continue to work alongside the supplier of the piston component to determine the potential contributors for the observed occlusion. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.